Event description:
The facility reported a colleague infusion pump (6.13.90/colleague 2006) in which the stop key was not working properly. This occurred before use. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.